Manufacturer narrative:
The reported endocarditis, tear and holes within the leaflet tissue were confirmed. Organizing prosthetic valvular endocarditis vegetation with neutrophils and mononuclear inflammatory cells was present. Gram stains were negative for organisms. This was consistent with treatment effect. Leaflets 1 and 3 were torn at their shared stent post, and leaflet 2 contained a hole in its mid-portion. Fibrous pannus ingrowth was present on the outflow surface of leaflet 1. Leaflet 3 contained a microcalcification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the endocarditis could not be conclusively determined.

Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted in the aortic position. On (B)(6) 2019, the valve was explanted. Ex vivo, it was observed there was a tear along the left coronary cusp in addition to two small holes with a thin layer of vegetation. The physician believes the holes were the result of healed endocarditis. The mitral valve appeared thickened and the leaflets were covered with a thin layer of vegetation. The device was successfully replaced with a 25mm perimount magna ease valve. There were no adverse patient consequences and the patient is reported to be stable.